Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the spring grip for the threaded anchor was broken. The obturator was received. The trocar, cannula, envelope seal and circular seal appeared intact. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken spring grip may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the surgeon was inserting the trocar, the white plastic spring collar on the blunt port broke in half. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the surgeon was inserting the trocar the white plastic spring collar on the blunt port broke in half. A new device was used to complete the case. There was no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.